Manufacturer narrative:
This report has been filed due to a chipped tooth. Consumer reported that the refill was stuck on the handle, requiring the use of something other than her hands to remove it; she used her mouth to do so. From a regulatory point of view, the serious injury was caused by user error and is reportable per regulation.

Event description:
Chipped lower front tooth [tooth fracture]. When trying to take the brush head off I tried pulling it with teeth - oral b [device use error]. Case description: the consumer, a (B)(6) year old female, reported spontaneously via phone call on (B)(6) 2020 that she used oral-b power battery toothbrush handle 3744 pro health with oral-b power oral care refills, beginning on an unspecified date. She tried removing the brush head by pulling it with her teeth and it chipped her lower front tooth on (B)(6) 2020. Treatment details: unknown. Physician/dentist visit - no. Emergency room visit - no. The chipped tooth was not recovered. The consumer used the products once a day, every day. She had used this exact same version of the oral-b power battery toothbrush handle 3744 pro health in the past and continued to use both products at the time of this report. The consumer reported that she purchased the brush heads in the past and they have always fit. Allergy/intolerance: soy, unspecified food, adhesive, and leaves. Drug allergy: unspecified antibiotics. Concomitant product(s): none reported. The overall case outcome was not recovered/not resolved. No further information was provided.